Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple stations were not working, showing a blank screen with the ¿carefusion¿ logo and preventing nursing staff from dispensing medications. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the stations were not working and stuck on blank with carefusion logo on the screen. A technical support specialist dialed into the station named respiratory and confirmed that it was displaying the medstation application screen instead of the carefusion logo screen, also dialed into the station pyxcvc and verified that it was no longer on the carefusion logo screen, informed customer that the station typically takes some time to launch the medstation application after a reboot, and acknowledged the update. The system functioned as intended after the technical support specialist verified the device.

Manufacturer narrative:
Additional information: section h manufacturer narrative. Upon investigation of the actual device used in this incident, a technical support specialist dialed into the station and confirmed that it was displaying the medstation application screen instead of the carefusion logo screen, also dialed into the station pyxcvc and verified that it was no longer on the carefusion logo screen, informed customer that the station typically takes some time to launch the medstation application after a reboot, and acknowledged the update. The system functioned as intended. Upon investigation of the actual device used in this incident, a technical support specialist dialed into the station and confirmed that it was displaying the medstation application screen instead of the carefusion logo screen, also dialed into the station pyxcvc and verified that it was no longer on the carefusion logo screen, informed customer that the station typically takes some time to launch the medstation application after a reboot, and acknowledged the update. The system functioned as intended.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple stations were not working, showing a blank screen with the ¿carefusion¿ logo and preventing nursing staff from dispensing medications. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.